Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via phone that an ar-3770sp hybrid knee fibertak anchor (knotless and knotted), self-punching, had an issue during an acl reconstruction procedure on (B)(6) 2024. When the anchor was implanted, the sutures at the back of the anchor were wound too tight and knotted together. They were not able to then get the inserter out of the femur. The surgeon broke the plastic part of the anchor to free the sutures. They were able to remove the inserter from the patient, and no fragment remained inside the patient. They made the suture anchor work inside the patient, and the surgeon deemed the anchor sufficiently affixed. No additional anchor was needed, and the procedure was at that point completed successfully with no harm to the patient. A case picture was taken. There was a slight case delay of under 15 minutes, and no additional anesthesia was administered. This occurred during use with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.